Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing (twos). The r-wave amplitude was in the 4.4 to 9 mv range. It was noted that the t-wave was present, but small in prior presenting egms. Technical services (ts) discussed troubleshooting/programming options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing (twos). The r-wave amplitude was in the 4.4 to 9 mv range. It was noted that the t-wave was present, but small in prior presenting egms. Technical services (ts) discussed troubleshooting/programming options. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that x-rays taken were unremarkable, indicative of lead placement similar to implant. Reprogramming was performed to help avoid any potential inappropriate therapy moving forward. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing (twos). The r-wave amplitude was in the 4.4 to 9 mv range. It was noted that the t-wave was present, but small in prior presenting egms. Technical services (ts) discussed troubleshooting/programming options. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that x-rays taken were unremarkable, indicative of lead placement similar to implant. Reprogramming was performed to help avoid any potential inappropriate therapy moving forward. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this ICD system continued to store non-sustained ventricular tachycardia (nsvt) episodes due to twos. The health care professional (hcp) was unaware of what programming changes the field representative made, however ventricular tachycardia (vt) initial duration was 30 seconds and ventricular fibrillation (vf) was 5 seconds. There were no atp or shocks in the vt zone. Technical services (ts) discussed troubleshooting options and programming considerations. No adverse patient effects or interventions were reported at this time.